Event description:
It was reported that a patient alert triggered due to high impedance, oversensing, and noise on the right ventricular (rv) lead. The proximal end of the lead was cut and capped. During this procedure, two different rv leads were attempted to be implanted. The physician felt that one of the leads had kinked midway though, possibly due to patient anatomy, and the physician did not want to implant that lead. The physician had trouble fully extending the helix and had high impedance readings even after repositioning, so another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the 12 cm long proximal segment was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a white substance and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead. The analyst also noted that resistance reading were within specification. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the 12 cm long proximal segment was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a white substance and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead. The analyst also noted that resistance readings were within specification. (B)(4) the full lead was returned, analyzed, and no anomalies were found.